Event description:
It was reported that upon functional evaluation the end cap was broken off and missing exposing the thermocouple. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.